Manufacturer narrative:
(B)(4). The customer reported that the lot number is either ur13d25103 or ur13f13070. Evaluation summary: visual inspection of the device did not identify any abnormalities. Pressure testing of the device identified a leak. Microscopic inspection was performed, and the leak was identified to be coming from a crack within the female luer check valve. The cause of the condition was not determined. A batch review was conducted for both reported lot numbers, and there were no deviations found related to this condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, it was identified that a combination set leaked. No additional information is available.